Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a notification during the load process stating "there was a cartridge error and that the cartridge could not be used". Troubleshooting with tandem technical support was performed and customer was able to successfully load the cartridge onto the pump. Customer's blood glucose level was not impacted.